Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing of a wide qrs complex. No intervention was reported. The patient was stable and asymptomatic.